Event description:
It was reported that while using bd synapsys¿ informatics solution.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary this statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys was having blood culture transmission issues. No other issues were reported. Bd investigated the issue. Bd remoted in and found the bottle on the instrument. It was flagged and the information was present in synapsys. The bottle was flagged at 14:37 and removed but the result was not sent until 16:10. There was a network issue at the site where capacity of the server was increased at the same time. It is suspected that the delay in transmission was due to this issue. The issue could not be observed. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd synapsys¿ informatics solution delayed sending a positive result to the lis. No patient impact reported.